Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis and the reported issue was confirmed. The endoscope was analyzed and it was found that the camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, the endoscope was visually inspected and found with cosmetic damage. The cable integrated connector housing exhibited discoloration.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. As of the date of this report, the device has not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer had encountered problem with 30-degree endoscope rotation from surgeon side console (ssc). The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with customer and it was stated that image on endoscope was inverted. The event did not involve a reversed control on system arms. The vision orientation did not change on its own. The endoscope did not move freely with uncontrolled motion. The system recognized correct endoscope and surgeon did confirm desired orientation when endoscope was installed. User confirmed an indication of the image orientation provided to the surgeon via user interface. There was less than 5 minutes delay in the procedure due to the issue.